Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that three days post implant, this right ventricular lead exhibited pacing failures; lead was confirmed to have dislodged. The physician attempted to reposition and secure the lead however, helix anomalies were then observed and the lead removed and replaced. The explanted lead is intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a partially extended helix; undamaged tip and helix location were confirmed. Testing was completed to assess lead electrical performance. Measurements throughout this test, were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.